Manufacturer narrative:
The entire system, including the pc, sync box, digital camera (eos 60d), and the connection cables were returned on 05/20/2016 and evaluated by the repair engineer. Upon completion of the evaluation, it was determined the camera was on av mode, instead of manual. The camera settings were cleared and a new hasp(hardware against software piracy) was provided. The system was returned to the customer. On 05/27/2016, it was reported, by the customer, that the system was still not working. The system was returned again on 06/01/2016 and was found to be working correctly by the support group and the repair engineer. The system was returned to the customer. On 06/09/2016, the customer reported the system captured three(3) images and again stopped working. Merge healthcare continues to work with the customer.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On 05/13/2016, 05/27/2016 and 06/09/2016 merge healthcare received information, from a customer, that their camera was not capturing images. Follow-up with the customer indicates the issue has had an impact on patient care as fas(fluorosceine angiograms) have not been able to be obtained and patients are having to be rescheduled and deferred to other offices for testing. Merge healthcare has received no reports of direct patient harm or negative consequences, as a result of this issue. (B)(4).